Manufacturer narrative:
The device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A bur was inserted into the long attachment. The reported problem was confirmed. There is an obstruction prohibiting the bur from passing through the long attachment. The distal bearing has deteriorated creating the obstruction. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode(s) identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. Navio surgical system instrument kit cleaning and sterilization guide 500094 rev g indicates to "refer to the anspach emax 2 plus system user¿s manual for instructions on mechanical/automated cleaning of the anspach emax 2 plus surgical drill and long attachment." No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, the burr was not passing smoothly from the long attachment. There was a backup device available. This caused a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
Results of investigation have been corrected as follows: the device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. A bur was inserted into the long attachment. The reported problem was confirmed. There is an obstruction prohibiting the bur from passing through the long attachment. The distal bearing has deteriorated creating the obstruction. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. The issue is being further investigated under corrective action.